Manufacturer narrative:
(B)(4). The actual product is still in use. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed. A batch review was not performed due to unknown lot number. Based on the information gathered during baxter's investigation, the root cause of the reported condition was ue error; the patient did not attach a drain option during therapy. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, the caregiver (cg) stated that the home patient (hp) performed a manual drain by opening his transfer set and draining into a tub. The technical service representative (tsr) explained this was a potential contamination risk and advised the cg to speak to the hp's nurse. On (B)(6) 2011 product surveillance spoke with the hp who confirmed this was an isolated event. The hp confirmed no adverse event resulted from this report and his therapy is going well. The hp confirmed therapy has resumed without further incident and he was comfortable with proper procedures.